Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tha-bhr was carried out on an unknown date, the plaintiff was diagnosed with metallosis and acetabular cup loosening. Therefore, a revision was performed on (B)(6) 2016, during which, tissue significantly impregnated with metallosis was found. The acetabulum was easily removed, both acetabular shell and femoral head were exchanged for competitor and s+n devices. No other complications were reported.

Manufacturer narrative:
H3, h6: it was reported that, after a total hip arthroplasty-bhr was carried out on an unknown date, the patient was diagnosed with metallosis and acetabular cup loosening. Therefore, a revision was performed during which, tissue significantly impregnated with metallosis was found. The acetabulum was easily removed, both acetabular shell and femoral head were exchanged for competitor and s+n devices. No other complications were reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. The pain may be consistent with the minor fracture and/or the metallosis. The reported acetabular loosening can lead to accelerated wear and the blackened material noted intraoperatively. As well, metallosis can result in the loosened acetabular cup; however, the clinical root cause of the reported metallosis cannot be confirmed. The patient impact is the metallosis and subsequent revision. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.